Manufacturer narrative:
It was reported that the defective unit will be returned to the MFR for evaluation and repair. An investigation into the root cause for the incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported, a pt of unk age and gender presented for an endovenous laser treatment of the greater saphenous vein. During the procedure, when the physician removed his foot off the pedal of the tumescent delivery system, air backed up into the line of the disposable tumescent delivery tubing. Physician successfully completed the case with this unit without further complication. There was no harm or injury to the pt due to this product problem.